Event description:
It was reported that wire broke off in the patient and was unable to snare. A 330cm rotawire was selected for use. During the procedure, it was noted that the distal portion of the wire broke off in the patient and was unable to snare. There was no patient injury reported and the patient was doing well.